Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning 5 months ago, the up arrow, down arrow and ok keypad buttons are intermittently unresponsive requiring multiple presses to evoke a response and have been getting worse over time. The reporter also stated that the contrast button does not work at all. The patient reportedly wears the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: on testing, the contrast button was not functional. The up arrow, down arrow and ok keypad buttons were intermittently unresponsive when pressed. The keypad cover was removed for investigation and revealed contamination under the button contacts.